Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause for the could not be identified. Based on the results of the investigation the probable cause of the complaint is linked to device but unable to trace more specifically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited connecting tube has foreign objects. There was no patient involvement.